Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing uncomfortable stimulation in the wrong location. An sjm representative met with the patient for system reprogramming which provided some improvement in stimulation placement. However, this did not fully resolve the issue. X-rays taken did not reveal any anomalies. Surgical intervention took place on (B)(6) 2015 at which time the patient's leads were explanted and replaced. Effective stimulation was reportedly achieved, and the issue of stimulation in the wrong location was resolved. The patient had two model 3186 leads from the same lot implanted as part of his scs system.